Manufacturer narrative:
An event of material deformation, separation problem, and vascular dissection was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported material deformation appears to be related to procedural conditions. Causes for the reported separation problem and vascular could not be conclusively determined. The reported unexpected medical intervention, hospitalization, and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 10349481). Angio check confirmed the valve was loaded correctly. During first deployment attempt, the valve was too high. Recapture was attempted but the valve capsule was observed to be deformed into an accordion shape. The retainer receptable could not reenter the valve capsule. Since it could not be recaptured, the valve had to be deployed in the thoracic aorta. With difficulty separating retainer tabs, the valve was able to be deployed. However, on imaging an aortic dissection was observed between the sino tubular junction and sovraortic trunk. Despite the dissection, patient was hemodynamically stable. A valved tube prosthesis. Was implanted to treat the aortic dissection. The patient was reported to be under monitor.